Event description:
Information was received regarding a medfusion 4000 pump. It was reported that 64 pumps had seven or more acu watchdog alerts from (B)(6) through (B)(6) 2021. It was later added that there were primary audible alarms, a slight crack on the battery door around the screw, a non-OEM power cord, non OEM speaker, and a j9 glue correctly; no sign of fluid ingress. Customer could not determine the cause of the alerts. It is unknown if there was any patient, or clinician injury associated with this particular occurrence.